Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a gradient increase was noted and reduced leaflet mobility occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 40 mm hg. The mean gradient after the valve was implanted was unknown; however, it was reported to had been a "single digit". The patient had a calcified annulus that contributed to the elevated gradient. The implantation depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 3 millimeter's (mm) and 4 millimeter's (mm). Additionally, the valve was implanted in the patient's native annulus.

Event description:
It was reported that following the implant of a transcatheter valve, a gradient increase was noted and reduced leaflet mobility occurred. No patient complications have been reported as a result of this event. Additional information was received that the mean gradient before the valve was implanted was 40 mm hg. The mean gradient after the valve was implanted was unknown; however, it was reported to had been a "single digit". The patient had a calcified annulus that contributed to the elevated gradient. The implantation depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 3 millimeter's (mm) and 4 millimeters' (mm). Additionally, the valve was implanted in the patient's native annulus. Additional information was received indicating that at least 2 months prior to the valve implant, the diabetic patient had experienced hypertension, aortic aneurysm, and mild mitral regurgitation.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.